Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels of 335 mg/dl. Reportedly, the contact did not think the pump was delivering insulin. The supplies were changed twice and delivered boluses via the pump to address the bg level. Reportedly, an air bubble was seen in the infusion set tubing. The tubing was successfully primed to remove the air. Reportedly, the site would be changed.